Manufacturer narrative:
The reported event that the lower arm was fractured and the screw knob was detached was verified by the complaint specialist during device evaluation; during the visual inspection the hook of the clamping mechanism and the lock nut were found to have broken off.

Event description:
It was reported that during equipment testing conducted at the user facility the navlock universal tracker adapter disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.